Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt contacted lfs alleging that her sure step enhanced meter was prompting the error 1 message. The pt neither alleged harm nor experienced injury or medical intervention. The customer svc rep confirmed that the test strip was firmly inserted into the meter, the sample was applied to the confirmation dot, the confirmation dot was completely blue with no white showing, and the test strip was inserted on time. The csr walked the pt through cleaning the meter, retesting, and the meter prompted the error 1 message. Based on the info supplied by the pt, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.